Event description:
It was reported that the patient received inappropriate shock. It was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal. Programming changes were made. The patient's condition is unknown.